Manufacturer narrative:
The field service engineer found a sample clot had been aspirated. He cleared the clot by performing air purges. He confirmed the probe dispense was steady, all calibrations were successful, and qc was in range. He performed precision testing with passing results within run guidelines. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium result from the cobas c 503 analytical unit. The initial result was 5.32 mg/dl. The repeat result using another analyzer was 9.56 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.